Manufacturer narrative:
Follow up #1, date of submission 05/19/2014. The initial report identified the pump as the object of complaint. It has been determined that this is a transmitter issue. When the transmitter has a data transmission issue an error code is sent to the pump. Rebooting the pump is not necessary and this alarm does not affect insulin delivery.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2014 as follows: review of the alarm history showed evidence of two call service alarms. The pump booted to the verify screen with no issues. An ezprime sequence and 24 hour duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed and there was no evidence of internal moisture or damage to the pcb observed. The complaint was verified in pump history but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm issue. No additional information was provided. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.